Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified number of patients experienced blood clotting while connected to one-link neutral luer activated devices. The cause of the clotting was not reported. The number of incidents was unknown. The one-link neutral luer activated devices were being used in unspecified infusion set-ups. No further detail was provided regarding medical intervention or regarding patient outcomes from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.